Manufacturer narrative:
This report is been submitted to relay that this event was already reported previously MDR # 0001822565-2017-05865.

Manufacturer narrative:
(B)(4). Concomitant medical products: retentive poly liner plus (+) 3 mm offset 36 mm diameter 65 degree neck angle catalog # 00434906503, lot # 62854328. Glenosphere 36 mm diameter catalog # 00434903611, lot # 62967259. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001822565-2017-05901, 0001822565-2017-05940.

Event description:
It was reported that patient had several recurrent instability events (anterior dislocations) after the reverse arthroplasty.